Event description:
On may 5, 1999 a dentist informed espe about several cases of pulpal discomforts he recognized during the last six months. After treatment of cavities in the front region with kulzer's composite filling material charisma the restorative material was cured with espe's light activator elipar highlight. The dentist discovered three cases of pulp necrosis which required root treatment.